Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the el5ml instrument confirmed that the instrument was returned non-functional. The instrument was cycled, fed and formed the remaining clips within manufacturing requirements; the jaws jammed in the closed position in all firings and the trigger had to be manually assisted to re-open the jaws. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unk procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the pt. Device will be returned.